Event description:
Customer complains he has an elevated free t3 result that does not fit the pt's clinical picture, pt is clinically euthyroid. The pt's free t3 results were provided: initial elecsys results 11.2 pmol per l, vitros results 5.5 pmol per l, and ria results 4.9 pmol per l. Elecsys free t reagent lot is 182279. No info was provided to determine if any adverse events occurred. If additional info is received, appropriated notification will be provided.